Manufacturer narrative:
Product analysis #(B)(4): ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a sealed plastic pouch; and within an opened pipeline flex inner pouch. ¿ visual inspection/damage location details: no bend was observed on the pushwire. The distal hypotube was found to be intact with no signs of elongation. The shrink tubing was found intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal end of pipeline flex braid were found fully opened and moderately frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the distal end of pipeline flex was found fully opened and moderately frayed. However, the pipeline flex was confirmed to be damaged as the pipeline flex braid was found to be damaged. It is likely that the severe vessel tortuosity may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that there was no resistance that occurred. There was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline flex was poorly opened. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of right ophthalmic artery segment with a max di ameter of 4.2mm and a 3.8mm neck diameter. The angiographic result post procedure was vascular patency, aneurysm blood flow slowed. The landing zone was 2.7mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was severe. No patient symptoms or further complications were reported as a result of this event. It was reported that when treating the right ophthalmic artery aneurysm, the c4 segment vessel was expected to be a type 4 cavernous sinus, and navien failed to cross the posterior curvature, so the ped stent was delivered after the phenom27 was in place. The resistance during delivery was normal; after the stent was in place, the microcatheter was retracted, and the stent was deployed by about 1 cm. Under fluoroscopy, the distal end of the stent failed to open. The stent was recovered and re-deployed, still in the shape of a fish mouth. Through the expansion and reduction of the system, it still failed to open, so it was ready to be deployed and then massaged. When the middle section was deployed, because the distal end of the stent was not opened, it stuck to the wall and the blood vessels were tortuous, and the stent slid down. Therefore, it was withdrawn from the body, and it was found that the distal end of the stent was in an abnormal shape, and the braided wires were intertwined and could not be opened. Therefore, another ped was used. After the system was in place again, it was successfully deployed and the operation was completed. The pipeline was not positioned in a bend. Less than 50% of the device had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a 8f guiding guide catheter, phenom 27 microcatheter, synchro14 guidewire, and navien 5f.